Event description:
A dialysis facility reported that a pt gained 5 kg during a hemodialysis treatment. There was no record of saline being given. The pt was upset/not feeling well and insisted on being seen at the emergency room. The physician was notified and the pt was evaluated at the hospital ER. He was released since he was in no distress. There was no serious pt injury.